Manufacturer narrative:
(B)(4). One used lf5544 were received for evaluation visual inspection found the clear insulation was damaged. The customer reported that the insulation broke. The reported condition was confirmed. The investigation found the clear insulation was damaged and failed hi-pot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer&#39;s report were noted.

Event description:
The customer reported that forty minutes into the case the insulation broke. Nothing fell into the patient cavity. There was no patient injury.